Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation for a cardiac resynchronization therapy (crt) procedure, a 014 whisper wire was attempted to be loaded in the quartet lead device, when the guide wire tip broke off. The broken tip was unable to be found. Another wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to insert was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted the hi-torque guide wires instructions for use, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure as the guide wire was attempted to be loaded in the quartet lead device against the IFU. Interaction with the quartet lead device and/or manipulation of the device resulted in the reported/noted detachments (tip, coating); thus resulting in the reported difficulty to insert. There is no indication of a product quality issue with respect to manufacture, design or labeling.